Manufacturer narrative:
Unable to perform the displacement test due to missing retainer. Unable to perform the occlusion test due to missing retainer. Unit was received with severely scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, broken belt clip rails, cracked battery tube, cracked battery tube threads, and missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Unable to perform displacement test due to missing retainer. Unable to perform the occlusion test due to missing retainer. Unit was received with severely scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, broken belt clip rails, cracked battery tube, cracked battery tube threads, and missing retainer.